Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using a powerport isp MRI through the right subclavian vein access in the right chest wall. During the procedure, a small indentation was reportedly observed on the catheter while it was being advanced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. Both photos show partial view of a clinician holding the catheter in which orange square outline mentioned and pointed out the hole on the catheter tube. Some kit components and label were noted in the background. Therefore, the investigation is confirmed for the reported catheter indentation (hole) issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent port placement procedure via right subclavian vein in the right chest wall, it was reported that during procedure the catheter was allegedly found small indentation while advancing. There was no reported patient injury.